Manufacturer narrative:
The technician discovered hydraulic fluid leaking from the manifold. The technician replaced the hydraulic manifold to repair the bed.

Event description:
The account alleged the bed is leaking hydraulic fluid in small portions and the head of the bed will not rise.